Manufacturer narrative:
Concomitant medical products- model: 5554, lead; implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their cardiac resynchronization therapy defibrillator (crt-d). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed "what appears to possibly be two beats of t-wave oversensing (twos)" on a recorded ventricular tachycardia (vt) episode. The lead remains in use. No patient complications have been reported as a result of this event.